Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was beeping and the house symbol was lit after a routine service from the company. The batteries had been changed by the serviceperson that day and then the beeping occurred that night. Troubleshooting was attempted. The patient did not know why the alarm occurred.